Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to confirm the reported issue. The stm checked all power connections, checked the power supply and voltages, checked the batteries and voltages. The stm noticed that the male connector from the batteries was loose to address the issue the stm seated the wire and connectors. The batteries started charging and the invalid prompt in diagnostic went away. The customer has a loaner and stm ordering both male and female connectors and wires. The stm changed out cables and the battery now charging. The stm performed preventive maintenance (pm) with all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a routine check the batteries on a cs300 intra-aortic balloon pump (iabp) are not charging, showing "invalid" in the diagnostic mode. There was no patient involvement, thus no adverse event was reported.

Event description:
It was reported that during a routine check the batteries on a cs300 intra-aortic balloon pump (iabp) are not charging, showing "invalid" in the diagnostic mode. There was no patient involvement, thus no adverse event was reported.